Event description:
It was reported that while using a bd facslyric¿ waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from spanish to english: dripping through the probe during sip flush 1. Is the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Facsflow, possibility of sample remains, 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No, when they realized the problem they stopped using the instrument.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 14 complaints related to the leakage of biohazard not contained within the instrument; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #659180, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a blockage in the v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. An fse (field service engineer) was called onsite to observe the issue, and they confirmed the leakage after performing a sit flush. The fse then adjusted the pinch valve and massaged the pinch valve tubing to remove the obstruction in the tubing. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected with no further leaks. While the leakage of biohazard can pose a risk of contamination, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. Even though patient samples were used for clinical use, no patient was treated nor harmed from any erroneous results. The results were captured prior to any diagnosis decision and no report of delay in patient treatment. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use on page 165. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: o subject / reported: dripping through the probe during sip flush. O problem description: dripping through the probe during sip flush. O work performed: access to fluid system, sit flush testing, dripping evidenced. Revision of clamping valve, movement and massage of silicone hose. New tests, no longer has the drip. Abort procedure trucount. Operating instrument. O cause: sit fluh hose, collapsed. O solution: hose release. Bd facslyric ¿ service manual rev 06. Operating tool. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID: 89169. O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control - libivd-se-15-51ir o effectiveness verification: - lsvn-1008-dr - libivd-se-15-51ir o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a blockage in the sit flush tubing. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a blockage in the sit flush tubing. The fse confirmed the dripping after performing a sit flush and adjusted the pinch valve and pinch valve tubing. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h10.

Event description:
It was reported that while using a bd facslyric¿ waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from spanish to english: dripping through the probe during sip flush is the leak fluid or air? Liquid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Facsflow, possibility of sample remains. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No, when they realized the problem they stopped using the instrument.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.